Manufacturer narrative:
It is not known at this time if the device will be returned for evaluation. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A nurse reported to our sales rep that during surgery it was observed that the target device could not be fixed with the set screw.